Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure the physician complained that the performance of torque transmission and the screw extraction are not satisfactory in this lead. The lead was not used. No patient complications have been reported as a result of this event.